Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since implant the more he walked the more he hurt and noted he was sore which may be from the surgical pain. The patient had talked to his healthcare professional (hcp). The patient was getting pain above the left hip and going down the back to the legs and his implant was above the right hip. The patient mentioned when he would lay down he had to lower the setting since it was zinging his legs and he lowered it and slept fine. The patient stated he had been confused because the a, b, c from the trial was not the same as the implant. The patient had increased stimulation back to where he could tolerate it. The patient had an appointment with the hcp and manufacturer representative 11 days from the day of the report to remove staples and review things further at that time. The indication for use was non-malignant pain. Additional information received from the patient indicated that their soreness and pain occurred when they took walks. The patient noted that the zinging occurred when they laid down where the setting was at about 7v. The patient¿s manufacturing representative changed their program and settings, which worked much better for them. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient had staples removed on (B)(6) 2017 and the manufacturer representative reprogrammed the device and told him to stay on this program for two days. He still hasn¿t experienced the same level of symptom control as he did during the trial. Additionally it was reported on (B)(6) 2017 that the patient was hurting on group a, especially when walking and stated that due to the pain, he had to lay on his couch with a pillow between his legs and use an ice pack. The pain started about a week and a half prior to the report; however it worsened two days after it started. At night, the stimulation was set to 0.60 volts, and he couldn¿t lie on his left side as it was painful. About a week and a half prior to the report, the patient saw a manufacturer representative who changed programming from group a to group b and told him to wait for two days and try it out, but by the end of the 48 hours, his pain was worse and he was hurting so bad that he couldn¿t stand it on group b, so he went back into the health care provider office to see another manufacturer representative to sw itch back to group a. The patient was at the health care provider office on the day of the report, and the manufacturer representative put adaptive stimulation for all body positions on the device and the patient remained on group b. The patient went home and was running errands and noticed a lot of pain especially when he was walking. He felt like stimulation was up high enough for the standing position, maybe even too high and stated that his legs were so numb that he was ¿almost feeling the legs zinging¿ and the ¿zing¿ went down his legs and was hurting over his buttocks, and not so much down the legs. It also hurt when he bent forward. When he coughed in the car, he really got that ¿zinging¿ sensation down his legs. After walking through and making sure each position was correct, and each position updated to correct position, the patient stated that group a didn¿t give him as much discomfort as group b. The patient had zinging with the permanent implant since the day of the report. The patient was reprogrammed with groups c-f on (B)(6) 2017 and was told to try it for two days and the changes are helping a little. No further complications were reported. The patient¿s medical history includes having surgery on (B)(6) 2016 for two discs pressing up against his spinal cord. He has 10 screws and 2 metal rods in his neck. The first disc is normal, but the discs are fused all the way down to his back. Additional information was received from the patient. The patient was having sensations going down their legs when they were on group f and that it was "bothering" them in (B)(6) 2016. No further complications are anticipated. The patient reported that half the time their stimulator doesn¿t work, and doesn¿t help with their pain. They noted that they left their stimulation on during the night, and the next morning they were hurting. The patient stated they have been reprogrammed and have setting on group a, b, c, d, e, and f. The patient was to try out the programs for 2 days, and see what one will work for them. They noted that the group c was the only one that gave them a little relief. The patient stated they were hurting between their shoulder blades. They mentioned having 10 screws and rods in-between their neck. They went to the chiropractor to get adjusted, and felt better. The patient stated they had their stimulator turned off for a couple hours and they were going to turn it back on and see how it goes. They noted that their manufacturing representative has been having the patient turn their device off for a while, and then turn it back on. One night the patient didn¿t turn the stimulation off and had it on a low setting of .50v, and the next morning they were hurting. Now when the patient goes to sleep, they shut the stimulation off. No further complications were reported.